Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 14 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis and regurgitation with calcification and pannus growth. The surgeon also indicated leaflet dehiscence with a tear from the strut. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Evaluation summary: report of valve explanted due stenosis was confirmed. Condition of valve as received also supports claim of regurgitation. The valve exhibited heavy calcification in the cusp area of leaflets 1 and 3. Calcification was minimal to moderate in the cusp are of leaflet 2. At the free margins calcification was moderate at leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Tissue tear was noted at leaflet 1 along commissure 1. The tear measured to approximately 7 mm. Reason for the tear is indeterminable; however, calcification was noted in the region of the tear. Mechanical damage was noted at commissure 1, which included cuts in the sewing ring, and wireform to band separation, evident in the x-ray. Minor 2 mm tears were noted at leaflets 2 and 3 at commissure 3. The tears were most likely due to mechanical damage at commissure 3 is pushed outwards, evident in the x-ray as well. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 7mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2mm. Host tissue was heavy at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification and stent distortion. Additional manufacturer narrative: copies of the patient's medical records were provided which concurs with the original report of prosthetic valve stenosis and regurgitation. Per the op report, "prosthetic valve revealed the commissure between the right cusp and the noncoronary cusp. The right cusp is torn... The commissure between the left and right cusps of the prosthesis is sclerosed and stenotic here. This is a combined lesion with stiffness of the calcified leaflets and a tear in the right coronary cusp of the prosthetic valve." The explanted device was replaced with another edwards bioprosthetic valve. The patient did well in her postoperative course and was discharged home. The device was also received and evaluated by edwards. The report of stenosis and regurgitation with calcification and pannus was confirmed.

Manufacturer narrative:
(B)(4): leaflet dehiscence. Device not returned. Unfortunately, the edwards' device has not been returned for analysis; therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No other actions are possible with the available information.